Event description:
Info was received that reported a pt received an overinfusion of morphine while on the device. It was reported that the pt was ordered morphine at a concentration of 1 mg/ml. The user facility's pumps are preset for morphine, dilaudid and fentanyl concentrations. It was reported that the nurse chose the wrong concentration of 0.1 mg/ml and the pt subsequently received a "tenfold" overinfusion. The pt had respiratory compromise and was transferred to ICU. The pt has since recovered. The user facility reports that the pump was not quarantined and as a result, is unavailable for eval. Additionally, the serial number of the pump is also unavailable.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4)-2011, this report will be processed as is.